Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of multiple cartridge tubings during the load fill tubing sequence. Multiple cartridge changes were performed resolving the issue. Customer's blood glucose level was 400 mg/dl.